Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading at the time of the call was 501 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime or high pressure test. Nothing further was reported.